Manufacturer narrative:
Investigation is ongoing.

Event description:
The valve was returned, and pre-decontamination observations found that the 26mm sapien 3 ultra valve had two inflow struts were slightly bent out and one strut was bent in. All struts were exposed through the skirt. The valve was deployed by engineering and the bent struts corrected following valve expansion. During a 26mm sapien 3 ultra tavr procedure, there was resistance or inability to advance the valve through the esheath and delivery system (ds). The operator attempted to pull back the commander delivery system, and the delivery system would not come back. A new esheath was prepped. The sheath and ds were removed as a unit, however, the valve got caught on the seam. The patient had a dissection at the external left iliac. The vascular injury or dissection was repaired with a balloon and stent. Patient was reported to be in stable condition post the procedure.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05501. The device was returned for examination. Visual examination found that the crimped valve struts were distorted at the outflow side and there were multiple bent struts at the inflow side. Post-examined valve found that the frame was slightly canted/distorted with no bent struts observed at the inflow/outflow due to corrected from post-expanded. Multiple struts were exposed through the skirt, it was normal after being crimped and used. Leaflets were wrinkled and dehydrated due to storage conditions (prolonged crimping) during the returned handling process. No functional or dimension testing was performed due to the condition of the device. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: IFU for esheath+ introducer set and the device preparation training manual. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in product risk assessment. Manufacturing mitigations/controls relevant to the issue (e.g., visual, and dimensional inspection of the frames, mechanical testing to the tensile specimens) are captured in a product risk assessment. Although an esheath plus was used in this case, risk assessment remains applicable as there are no significant changes related to the sheath shaft. In addition, a review of work order valve wo reveals that the manufacturing mitigations/controls for the s3 ultra valve remain the same regardless of esheath or esheath plus configuration. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for frame damage was confirmed based on the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during a 26mm sapien 3 ultra tavr procedure, there was resistance or inability to advance the valve through the sheath and delivery system. The operator attempted to pull back the commander delivery system at first it would not come back. The sheath and delivery system (ds) were removed as a unit and a new esheath was prepped, however, the valve got caught on the seam." Per engineering evaluation of sheath, sheath shaft appeared curvature, which indicated that the patient had tortuous access vascular. In this case, tortuous access vascular could create a challenging pathway during the delivery system (with crimped valve) insertion through sheath resulting in high resistance and push force. If excessive force was applied to manipulate the device and overcome the high resistance, it could lead to the valve struts interacting with the sheath shaft and resulting in the valve becoming stuck inside the sheath and strut damage. Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage have been previously identified in product risk assessment (pra) and a CAPA.